Manufacturer narrative:
When the lift was returned to local dealer, there was evidence that the knee support had been welded to the mast per client's instruction. The attachment to the knee support had become detached from the lift. Repair has not been confirmed.

Event description:
The sabina standaid was reported as broken. No injury was alleged.